Manufacturer narrative:
(B)(4): indication for use. The proglide device is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone catheterization procedures using 5f to 8f sheaths. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Reportedly, a 14fr and 18fr procedural sheaths were used. The indications for use section of the proglide instructions for use states as follows: the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. The other three proglide devices are being filed under separate medwatch MFR numbers.

Event description:
It was reported that suture placement with three proglide devices was successful in a right common femoral artery using the preclose technique prior to an endoluminal abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 8f and arterial vessel was 6mm in size. There was scar tissue present at the arteriotomy site. Reportedly, during the aaa procedure, the sheath was upsized to an 18f and 14f, respectively. The aaa procedure was successfully completed, the proglide knots were advanced, but hemostasis was not achieved; bleeding was observed. A fourth proglide device was used and a needle to cuff miss occurred when deploying the proglide device in the attempt to achieve hemostasis after the aaa procedure. The fourth proglide device and sutures placed using the preclose technique were removed. Hemostasis was achieved using four new proglide devices. The level of anesthesia used during the procedure was general and this level of anesthesia is not due to complication with the proglide device. There were no reported adverse patient sequelae. It is reported that the physician is trained in the use of the proglide device. No additional information was provided.